Event description:
It was reported that the attorney alleges the customer passed away as the result of suspected defect in design, mfg or distribution of insulin pump and infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.